Event description:
It was reported that upon interrogation while the patient was in the hospital for medical issues unrelated to the lead, an alert for high, out of range high voltage lead impedance was observed. The lead was capped and replaced. There were no complications.

Manufacturer narrative:
(B)(4).